Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they noticed a problem with the "machine shutting off by itself." Pt said when they put the pt programmer onto their ins, they saw that their ins battery was low, but then when they connected their recharger, their ins battery was not low. Pt said they would then reconnect their pt programmer and the ins battery would no longer be low, but 15 minutes later, the therapy would shut off. Pt noticed issue today. Pt said they knew their therapy was off because they would have pain when walking and they looked at their pt programmer and the therapy would be off. During the call, the pt was able to connect to their ins with their pt programmer. Ins charge was at 50% and pt programmer charge was full. Pt was able to connect to their inswith their recharger with 4 coupling bars. Pt said they were "not getting the lightning bolt" sometimes when they attempted to connect to their ins with their pt pr ogrammer(patient services specialist understood that sometimes the therapy would turn off by itself). The patient was redirected to their healthcare provider to further address the issue. Pt said they had met with their healthcare provider (hcp) two days ago.

Event description:
Patient reported circumstances that led to the issue was had not used in a while. Had to have rep reprogram. The cause was lack of use. Device was reset. The issue was not 100% (resolved) will need a newer model as this unit will not give coverage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.